Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had loaded cold insulin into the cartridge and was not performing the proper air removal techniques. A supply change was performed resolving the occlusion. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose level was 202 mg/dl. Reportedly, the customer continued to use the insulin pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.